Event description:
Boston scientific received info that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock on the day of implant. The patient was resting in bed when the shock occurred. Some shifting of baseline was able to be reproduced when palpating the xyphoid incision. When another sensing vector was evaluated no issues were noted, and the vector was reprogrammed. X-rays were suggested to evaluate for a potential air bubble at the xyphoid incision. Reportedly x-rays were done and the electrode was fine; the cause of the wandering baseline was determined to be air at the xyphoid incision. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.